Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred with the liberty cycler set during pd treatment on the liberty select cycler. The patient utilizes a liberty cycler set with a dual connector and the fluid leak occurred at the pin of the connector located further from the patient. The reported issue was discovered during drain 1 of 5 of treatment. No alarms or messages were received. Fluid did not come into contact with the cycler. Treatment was cancelled. The patient was advised to re-setup with new supplies. Additional information was obtained during follow-up with the patient's pd registered nurse (pdrn). The pdrn stated that the patient was prescribed prophylactic antibiotics vancomycin (dosage not provided, intraperitoneal, one day) and gentamicin (dosage not provided, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that treatment was restarted on the cycler and successfully completed with new supplies. The cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak occurred with the liberty cycler set during pd treatment on the liberty select cycler. The patient utilizes a liberty cycler set with a dual connector and the fluid leak occurred at the pin of the connector located further from the patient. The reported issue was discovered during drain 1 of 5 of treatment. No alarms or messages were received. Fluid did not come into contact with the cycler. Treatment was cancelled. The patient was advised to re-setup with new supplies. Additional information was obtained during follow-up with the patient's pd registered nurse (pdrn). The pdrn stated that the patient was prescribed prophylactic antibiotics vancomycin (dosage not provided, intraperitoneal, one day) and gentamicin (dosage not provided, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that treatment was restarted on the cycler and successfully completed with new supplies. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received without its original packaging. The complaint product sample was disinfected and a leak was confirmed in the patient connector. After further inspection, no other problems were found. The complaint product sample was visually inspected and during the inspection with the microscope, it was found that the o-ring was incorrectly assembled/distorted. The probable cause for this failure to occur is an assembly-related issue. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.